Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient¿s cgm was alerting which prompted him to get out of bed. In trying to get out of bed, the patient slid onto the floor and was unable to stand. It was not specified if the patient lost consciousness. No specific cgm reading was provided at this time, and a bg meter reading was not taken. The patient had a home health nurse scheduled to come by, and once she arrived at the home, she found the patient on the floor. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 65 mg/dl. No comparison cgm value was provided. The patient was transported to the emergency room. There was no documentation on what treatment or medication ems may have provided to the patient. The reporter stated that the hospital mentioned the patient's cgm values were off and therefore, his dexcom device needed to be calibrated. However, no specific bg/cgm comparison values were reported for this event. The patient was in the hospital for 9 days and then transferred to a rehabilitation facility. The reporter could not provide many event details as she was not with the patient during this event. At the time of report, the patient was still recovering in the rehabilitation facility. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code - f18 rehabilitation.